Manufacturer narrative:
The device was returned. The allegation "peeling of the insertion tube coating" was not confirmed. But "scratches on the distal end cover" was confirmed. Scratches were found throughout the device. The bending section cover was cracked. The air and water nozzles were clogged and the draining function is reduced. There was insufficient bend angle due to angle wire elongation. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The air/water supply cap was loose. The insertion tube was discolored. Discoloration of the operation part was noted. The suction cylinder was scraped. Operation part cover had appearance defect. The forceps plug cap was scraped off. Water coverage was observed on the electrical connector. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, peeling of the insertion tube coating and scratches on the distal end cover of the colonovideoscope was noted. The sales representative checked for defects and pointed them out during maintenance. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ 9 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1.keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.